Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reconnected all cables and repositioned the row boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system drawer failed to open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.